Manufacturer narrative:
The product evaluation did not confirm the failure mode. The reported problem could not be duplicated, and therefore the most probable root cause is unknown/inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. There was no patient impact. The investigation is complete.

Manufacturer narrative:
The device history record review was completed with no anomalies noted. The product evaluation found the reported problem not duplicated. The elite interface computer (eic) ran for 5 hours using different doctor files and surgical modes. The system did not shut down or restart. The eic continued to run over the weekend, and still did not shut down or restart. Both display stops are functional. There was patient contact, with no patient impact or injury reported. The investigation is ongoing.

Event description:
The user facility reports that the system shutdown and restarted during surgery. This has occurred several times.